Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The pt claimed that the pump is intermittently responding when the buttons are pressed and the buttons require multiple presses for a response. The pt indicated that the pump has gotten wet but is still able to use the pump. The pt refused to return the pump.